Event description:
Boston scientific received information that during an ablation procedure, the physician was having issues programming electrocautery mode for this pacemaker dependent patient. As a result, the patient experienced pacing inhibition and asystole for an unknown amount of time. The physician decided to place a temporary pacemaker during the rest of the procedure. No adverse patient effects were reported. No further information could be obtained about the patient name or serial number of the device involved with this event.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.